Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to less than 54 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include sweating with cold skin as well as lock jaw. In addition the patient reports they had stopped breathing and was unresponsive. The caller had contacted emergency service and was walked though doing chest compressions while the paramedics were in their way. Upon arrival of the paramedics the patient was given cardiopulmonary resuscitation (CPR). Once at the hospital the patient was placed in a heat bubble to raise their body temperature. The patient had a computed tomography (CT) scan administered. The patient was treated with intravenous fluids and glucose. The patient was in the hospital for 2 days.